Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident and blood glucose before ending the call was 129 mg/dl. Customer stated that she did not use the insulin pump because of the no delivery alert. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual shots already but the blood glucose was still high. The insulin pump will not be returned for analysis.